Manufacturer narrative:
The catheter handle investigation confirmed the reported leak was due to a fracture in the fluid lumen in the catheter handle. Corrosion was present within the connector plug, consistent with fluid entering the connector from the fractured fluid lumen in the catheter handle. Fluid ingress is consistent with an electrical short circuit and the reported error message and high temperature issue, however, this was not able to be replicated during functional testing. No obstructions were noted upon microscopic inspection of the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured fluid lumen remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming the reported irrigation leak of the catheter.